Manufacturer narrative:
Concomitant products: product ID: 3708220 serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: extension. Product ID: 3888-45, lot# va03lvw, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3888-45, lot# va03lvw, implanted: (B)(6) 2013,explanted: (B)(6) 2014, product type: lead. Product ID: 37746, lot# va03lvw, serial# (B)(4), implanted: (B)(6) 2013, product type: programmer, patient. (B)(4).

Event description:
It was reported that there was a loss of stimulation/therapeutic effect. Explant was required as a result of the event. The stimulation was uncomfortable and not helping. Reprogramming attempts were unsuccessful. X-rays showed "no movement." Impedances were all within normal range. Patient's doctor offered revision of leads or explant, and it was stated that the patient wanted it explanted. Patient symptoms associated with this event were less than 50% therapy relief. It was later reported that the system was removed completely on (B)(6) 2014 and discarded by the facility. The patient was doing fine post-op.